Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated conclusion to include cause not established to reflect investigation was unable to duplicate error.